Manufacturer narrative:
The device is not available for evaluation. Without the sample or any visual evidence for review, the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Subject is a (B)(6) year old female with history of resolved shortness of breath and pulmonary embolism as well as current smoker, shortness of breath, bilateral segmental pulmonary embolism. Contraindication to anticoagulation due to active bleeding and current pulmonary embolism in the setting of previously resolved pe. On (B)(6) 2016, subject was admitted to the hospital, consented, and option¿ elite retrievable vena cava filter was placed without complication. She was discharged on (B)(6) 2016. On (B)(6) 2017, subject was diagnosed with extensive occlusive deep venous thrombosis involving the entire visualized left deep venous system from calf to external iliac vein. It was noted at this time that the subject also had chronic appearing non-occlusive thrombus in the right common femoral vein. A previous ae report from (B)(6) 2016 showed the subject had an occlusive thrombus throughout the right lower extremity from the calf veins through the external iliac vein. The filter was retrieved on (B)(6) 2017. Subject completed the study at the one month post retrieval visit on (B)(6) 2018. The pi considered the event expected and possibly related to the ivc filter or procedure.